Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned in two segments. An abrasion was noted at 3.5 cm from the distal end.